Manufacturer narrative:
A2. Age at time of event: 18 years or older. Investigation results: device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found that the burr was detached and returned on the returned rotawire. The burr was able to be removed from the wire with no resistance or issue. Majority of the coil was found to be stretched from the handshake to the distal end of the coil, which was detached. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history review (DHR): it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the most probable cause for this complaint was considered adverse event related to procedure. It was considered likely that the reported events and the condition of the returned device occurred due to factors encountered during the procedure as the reported events indicate that the issue occurred during ablation.

Event description:
It was reported that the burr got detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex ostium. A 2.00mm rotapro was selected for use. During the procedure, the rotation speed was set to 180,000 rpm. When the third debulking performed, it was noted that the rotating burr did not move and got separated. Since the detached burr was on the rotawire drive, it was simply removed outside the body along with the wire. The procedure was completed without patient complications reported.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that the burr got detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex ostium. A 2.00mm rotapro was selected for use. During the procedure, the rotation speed was set to 180,000 rpm. When the third debulking performed, it was noted that the rotating burr did not move and got separated. Since the detached burr was on the rotawire drive, it was simply removed outside the body along with the wire. The procedure was completed without patient complications reported.